Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to component migration, renal artery occlusion and surgical conversion.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. It was reported that the physician felt some resistance when advancing a 12 f gore® dryseal sheath into the contralateral gate. The contra leg did not open properly, so the sheath could not be inserted. The trunk ipsilateral leg component moved 2cm proximal and covered the renal arteries. The patient was converted to the open repair. The explanted device is not available for analysis. The patient tolerated the procedure.